Event description:
Medtronic received information that after insertion of this 22 french select cap arterial cannula, the surgeon noted the tip was separated. The cannula was removed and replaced with no adverse patient outcomes.

Manufacturer narrative:
Product analysis #(B)(4): upon receipt, the cannula was decontaminated and prepared for analysis. Visual inspection revealed th e distal tip was torn and remained attached to the cannula body by the reinforced wire within the cannula body. Further inspection with magnification did not identify any external damage to the cannula body or distal tip. The device was forwarded to the contract manufacturer for further investigation. Conclusion: returned device analysis confirmed the tip of the cannula appeared to be torn and attached to the cannula body by the reinforced wire within the cannula body. The device was forwarded to the contract manufacturer for further investigation and root cause analysis. Once the results of the investigation are known, a supplement report will be filed. The root cause for the damaged cannula after insertion cannot be determined at this time. (B)(4).

Manufacturer narrative:
Additional information: this product event is included in a trend analysis. In an effort to determine root cause, medtronic attempted to recreate the failure mode in a simulated use condition operating room. This included preconditioning samples using an ice bath, use of different suture techniques and materials, and manipulating the cannula as is done with any cardiopulmonary bypass case. In addition, the manufacturing equipment, non-conforming material reports, and any manufacturing process changes (if applicable) were thoroughly reviewed to detect any abnormalities that would have caused or contributed to this event. The results of testing post-production cannula in the simulated operating room created a split to the cannula body in the suture collar region; to the unaided eye, this split appeared similar to those as reported to medtronic. The sample was sent to medtronic¿s science and technology laboratory for a magnified visual inspection. This inspection concluded that the created split in the cannula body in the suture collar region did not present the same visual indicators as those observed in the returned devices as reported to medtronic. A review of the manufacturing process did not identify any out of specification conditions that would have caused or contributed to the split in the cannula body in the suture collar region. Conclusion: the root cause for the split in the cannula body in the suture collar region is unable to be determined at this time. Medtronic will continue to monitor the field performance of this device to detect similar events, should they occur. (B)(4).

Event description:
Medtronic received information that during a procedure the surgeon noticed that this select cap arterial cannula (22 french) separated at the tip after insertion. The cannula was removed and replaced. There were no patient symptoms/injuries related to this event. The product was returned for analysis

Event description:
Medtronic received information that after the completion of the 4.5 hour mitral valve repair procedure, when removed from the aorta, this arterial cannula's tip separated from the remainder of the cannula. The wirewound reinforcement was still attached to both pieces. The cannula was successfully removed. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Corrections: patient age at time of event and gender is unknown. Event description was revised to align with initial MDR submitted. The user facility report number is null as no user facility report was received regarding this event. (B)(4).